Event description:
It was reported the patient had a loss of therapeutic effect. The patient did have benefit from the deep brain stimulator (dbs) after implant. They had an issue with their patient programmer back in (B)(6). The patient had been ¿inpatient¿ since the beginning of (B)(6). Prior to that, the patient was an inpatient at another hospital since early (B)(6). They wanted the dbs systems checked as the patient didn¿t seem to get any benefit from the systems at the time of report. Over the past 2-3 months, the patient had stopped ambulating and had a slow decline. They did not have any big falls and they were not aware of any falls. The patient had gotten really sick and had a urinary tract infection that started a couple of weeks prior to report. While they had been an inpatient at the current hospital, they had a dramatic decline with breathing and swallowing difficulties so that they had a percutaneous endoscopic gastrostomy (peg) tube and tracheostomy. Additional information received reported it was unknown if the patient had a 50% or greater symptom reduction. The cause of the event was not determined, it was not device related and no reprogramming was needed. An MRI was performed. The patient had not recovered and their symptoms were still ongoing. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0120726v, implanted: (B)(6) 2001, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0333858v, implanted: (B)(6) 2003, product type: lead. (B)(4).